Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump does not alert to lows before they occur. Customer's blood glucose level was unknown at the time of incident. Customer stated that the sensors are being used only in one spot, diminished battery life ad had cracks in the battery compartment. The insulin pump will not be returned for analysis.